Event description:
A customer reported a delay in reporting results to the physician due to abnormal behavior of the chromid cps elite agar (ref (B)(4), lot 1003792320, expiration 14-jun-2015); the agar exhibited shrinkage and was detached from the bottom of the media plate. The agar appeared normal upon opening the kit and when using it for inoculation of the sample. Chromid® cps® elite agar is an isolation, enumeration and identification medium for urine specimens. It enables: the microbial enumeration of the specimen by means of standardized inoculation methods. The direct identification of escherichia coli and the presumptive identification of the following bacterial species or genera : enterococcus, klebsiella, enterobacter, serratia, citrobacter (kesc), proteus, providencia, morganella (proteeae). The customer stated the reported issue was observed on seven agar plates of the referenced product when performing a urine culture on seven different patient samples. Three (3) out of the seven (7) plates showed growth of colonies (positive result). No other tests were performed from the original samples (e.g. Gram staining). Other agar plates from the same carton and batch exhibited no shrinkage. Due to the shrinkage of the agar, the customer requested new specimens for the three patients for which they had obtained a positive urine culture, for retesting. The customer repeated the same test for the new samples using the same lot of chromid cps elite agar and obtained valid positive results with no agar shrinkage. There is no evidence of incorrect product usage or storage by the customer. The shrinkage of the agar observed after incubation caused a delay of two/three days in reporting the results to the physicians for three patients. The delay had no adverse impact on patient diagnosis, treatment or patient condition (i.e. Death, injury, unnecessary medical procedure). There is no claim of misdiagnosis or inappropriate treatment by the treating physician. Retained samples of chromid® cps® elite agar - ref (B)(4) lot 1003792320 were tested at the manufacturing site. After 24 hours incubation at 37°c the agar conformed to specifications. The issue reported by the customer could not be confirmed/duplicated. Biomeriéux's internal investigation has been unable to identify a definitive root cause of the shrinkage of the agar observed by the customer. The investigation concluded that the performance of chromid® cps® elite agar - ref (B)(4) lot 1003792320 is within specification; no product failure has been identified.

Manufacturer narrative:
Device not returned to manufacturer.